Manufacturer narrative:
The insulin pump passed displacement test, rewind, and seating and basic occlusion test. The pump was received with missing retainer ring, missing reservoir tube o-ring, scratched case, missing serial number label, keypad overlay texture damage and cracked keypad overlay at select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of missing serial number on the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.